Event description:
It was reported that the patient experienced charging delays and longer period of time to get the implantable pulse generator (ipg) to fully charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.